Event description:
Reporter indicated that physician's dell handheld computer contined to freeze during initial interrogation, indicating a possible software malfunction. The handheld and software were returned for product analysis. Analysis of the returned handheld found there was loose screw near the main battery terminal allowing for rapid loss of battery power. The loss of battery power made it appear the handheld was frozen. No anomalles were found in the product analysis of the 7.1 software.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.